Event description:
MFR rec'd a report from nurse alleging that while transporting the pt in the sling, the sling strap came loose from the lift, causing the pt to fall to the floor. As a result of the incident, the pt rec'd a broken hip.